Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the blade of the device snapped during application on tissue. Another device was used to complete the procedure. There were no adverse consequences to the pt.